Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode. Programming changes were made. The rate adaptive pacing (rap) was lower than expected after restoration. The patient was stable.

Manufacturer narrative:
The reported event was unable to be verified due to lack of device image or session record following the firmware restoration. The root cause of the event cannot be determined as no session record or device image was available.